Event description:
It was reported that during shoulder arthroscopy, when introducing a twinfix anchor after a puncture was performed, using an instrument with a size of 4.5mm, the anchor broke, leaving only a small part inside the instrumental next to the wires, the anchor and all the pieces were removed from the patient and a new anchor was placed. Surgery was resumed without any delay, with a back-up device. Patient´s health condition is stable. No further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material/pla table found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The pilgrim intake form was reviewed and it supports the complaint; however, it does not contribute in determining the root cause. Based on the information provided, the anchor and all the pieces were removed from the patient and a new anchor was placed. It was reported, the surgery was resumed without any delay, with a back-up device. According to the report, the patient´s health condition is stable. Therefore, no further complications were reported. Should any additional relevant medical information be provided, this case would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and part of the fractured anchor were returned. The insertion device has one of the prongs on the distal end completely fractured away and the anchor is fractured at the suture window and only the proximal end was returned. No suture material was returned. The returned items have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Therefore, no further complications were reported. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.